Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at the manufacturer¿s service center. The device log files were successfully downloaded and reviewed in full. No critical errors were identified in the log files. During the evaluation, the device failed the active exhalation proportional valve and active exhalation purge valve test step. The device's active exhalation control module (aecm) was replaced to address the issue. In addition, unrelated to the reportable malfunction, the blower assembly, overhead blower filter, and inlet filter required replacement. The outer enclosure was also cleaned. The warning label was peeling so it was replaced. Following the repair, the device passed all testing.